Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods"), invasive ductal breast carcinoma ("ductal adenocarcinoma in left breast") and breast cancer recurrent ("axillary and supraclavicular lymph node relapse, stage 3, grade 3, her2+ (human epidermal growth factor receptor 2)") in a female patient who had essure inserted (lot no. 927086). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012 she experienced psoriasis ("psoriasis, a few months after the insertion"). In (B)(6)2012 she was found to have invasive ductal breast carcinoma (seriousness criterion medically important). In (B)(6) 2014 she was found to have breast cancer recurrent (seriousness criterion medically important). In 2018 she experienced a first episode of nervous system disorder ("neurological impairment in the feet"). In 2020 she experienced a second episode of nervous system disorder ("neurological impairment in the left arm with muscle atrophy") and muscle atrophy ("neurological impairment in the left arm with muscle atrophy"). On unknown time she experienced heavy menstrual bleeding (seriousness criterion medically important), feeling cold ("chilliness"), fatigue ("fatigue"), gastrointestinal fungal infection ("frequent digestive mycosis"), arthralgia ("joint pain and muscle pain"), memory impairment ("memory disorders"), dyshidrotic eczema ("recurrent skin problems such as dyshidrosis on the hands"), pain in extremity ("left arm hurting, progressive loss of the use of this arm") and stress ("stressing about the future") and was found to have uterine leiomyoma ("fibroids on the uterus"). The patient was treated with kadcyla (trastuzumab emtansine) as well as non-drug therapy (radiation therapy). Essure treatment was not changed. At the time of the report, the latest episode of nervous system disorder, muscle atrophy, pain in extremity and stress had not resolved. The outcomes for heavy menstrual bleeding, invasive ductal breast carcinoma, breast cancer recurrent, psoriasis, feeling cold, fatigue, uterine leiomyoma, gastrointestinal fungal infection, arthralgia, memory impairment and dyshidrotic eczema were unknown. The reporter considered arthralgia, breast cancer recurrent, dyshidrotic eczema, fatigue, feeling cold, gastrointestinal fungal infection, heavy menstrual bleeding, invasive ductal breast carcinoma, memory impairment, muscle atrophy, the first episode of nervous system disorder, the second episode of nervous system disorder, pain in extremity, psoriasis, stress and uterine leiomyoma to be related to essure administration. The reporter commented: on disability, category 1 since 2015. Maintained part-time employment until (B)(6) 2023. At present, transition to category 2 disability with cessation of work, given the state of health (professional unfitness). I have recently discovered, in (B)(6) 2023, during a rehabilitation therapy for my arm, the harmful effects of the essure implants, which sound very similar to my situation. I am initiating the device removal process. This situation is causing me a lot of stress, but the testimonies of women who have already gone through this give me hope that, once the implants are removed, I will be feeling better. Patient¿s current condition: follow-up in oncology (chronic disease): kadcyla treatment. Left arm hurting, progressive loss of the use of this arm. Follow-up in neurology. Further to an electromyogram, no proven link with the oncological treatment or radiation therapy. No explanation for the problem. Feeling of being diminished with demoralizing effect and stressing about the future. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-nov-2023. The most recent information was received on 30-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods"), invasive ductal breast carcinoma ("ductal adenocarcinoma in left breast") and her2 positive breast cancer ("axillary and supraclavicular lymph node relapse, stage 3, grade 3, her2+ (human epidermal growth factor receptor 2)") in a female patient who had essure inserted (lot no. 927086). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012 she experienced psoriasis ("psoriasis, a few months after the insertion"). In (B)(6) 2012 she was found to have invasive ductal breast carcinoma (seriousness criterion medically important). In (B)(6)2014 she was found to have her2 positive breast cancer (seriousness criterion medically important). In 2018 she experienced a first episode of nervous system disorder ("neurological impairment in the feet"). In 2020 she experienced a second episode of nervous system disorder ("neurological impairment in the left arm with muscle atrophy") and muscle atrophy ("neurological impairment in the left arm with muscle atrophy"). On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), feeling cold ("chilliness"), fatigue ("fatigue"), gastrointestinal fungal infection ("frequent digestive mycosis"), arthralgia ("joint pain and muscle pain"), memory impairment ("memory disorders"), dyshidrotic eczema ("recurrent skin problems such as dyshidrosis on the hands"), pain in extremity ("left arm hurting, progressive loss of the use of this arm") and stress ("stressing about the future") and was found to have uterine leiomyoma ("fibroids on the uterus"). The patient was treated with kadcyla (trastuzumab emtansine) as well as non-drug therapy (radiation therapy). Essure treatment was not changed. At the time of the report, the latest episode of nervous system disorder, muscle atrophy, pain in extremity and stress had not resolved. The outcomes for heavy menstrual bleeding, invasive ductal breast carcinoma, her2 positive breast cancer, psoriasis, feeling cold, fatigue, uterine leiomyoma, gastrointestinal fungal infection, arthralgia, memory impairment and dyshidrotic eczema were unknown. The reporter considered arthralgia, dyshidrotic eczema, fatigue, feeling cold, gastrointestinal fungal infection, heavy menstrual bleeding, her2 positive breast cancer, invasive ductal breast carcinoma, memory impairment, muscle atrophy, the first episode of nervous system disorder, the second episode of nervous system disorder, pain in extremity, psoriasis, stress and uterine leiomyoma to be related to essure administration. The reporter commented: on disability, category 1 (B)(6) 2015. Maintained part-time employment until (B)(6) 2023. At present, transition to category 2 disability with cessation of work, given the state of health (professional unfitness). I have recently discovered, in (B)(6) 2023, during a rehabilitation therapy for my arm, the harmful effects of the essure implants, which sound very similar to my situation. I am initiating the device removal process. This situation is causing me a lot of stress, but the testimonies of women who have already gone through this give me hope that, once the implants are removed, I will be feeling better. Patient¿s current condition: follow-up in oncology (chronic disease): kadcyla treatment. Left arm hurting, progressive loss of the use of this arm. Follow-up in neurology. Further to an electromyogram, no proven link with the oncological treatment or radiation therapy. No explanation for the problem. Feeling of being diminished with demoralizing effect and stressing about the future. Lot number: 927086 manufacture date: 2011-12 expiration date:2014-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.